Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging an intermittent power issue with the pump. The reporter did not allege any harm or injury because of the alleged issue. According to the reporter, after the patient went swimming, the pump started beeping and vibrating. The patient then noticed water under the screen of the pump. The reporter denied that the pump lost power but stated that the screen had an hourglass. She also could hear faint audible tones. The reporter then pulled out the pump's battery and rebooted the pump. The reporter claimed that the screen was then showing "initializing" and that was as far as the device would go. The alleged issue was not resolved with troubleshooting. The yellow o-ring was not visible. There was no visible battery compartment or battery cap damage. The reporter denied that the battery cap had ever been changed. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned for investigation with visible moisture in the display lens. On testing, the pump did not power on or make any audible or vibratory sounds. The black box and download history was not able to be downloaded because the pump did not power on. A leak test was performed and revealed a leak in the case seal. The pump cover was removed for investigation and revealed moisture damage to the printed circuit board inside the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.